Manufacturer narrative:
Follow-up #1 date of submission 09/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history verified a call service alarm had occurred on (B)(6) 2012 at 2:08am. The pump was exercised for 29 hours with no delivery issues. No alarms occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a crack in the casing, and a case leak was observed. Additionally, there was evidence of internal moisture damage observed on the pcb.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient reportedly has celiac disease and hypothyroidism. She takes "armour thyroid," a pill for treatment of hypothyroidism. The patient indicated that she was sleeping and was awakened by the pump alarming "cs 064-0008". The patient did not know how long the pump had been alarming. However, she claimed that at the time her bg level was "504 mg/dl." She reportedly had symptoms of feeling weak and shaky. She denied having ketones, or symptoms of nausea, vomiting, and shortness of breath. No medical intervention was reported by the patient. It is unknown what the patient's bg level was prior to sleeping. Through troubleshooting, the patient was unable to clear the alarm. The patient was able to disconnect from the pump and easily performed a manual prime with the tubing. The patient placed the cartridge back into the pump. She rebooted the device. The pump's date/time were maintained. However, she could not complete the rewind, load, and prime steps since the alarm reappeared. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed an elevated bg level that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.